Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10477. The pt reported the charging system becomes extremely hot during charging. The pt stated the charging system becomes hot after a few minutes into the charging session. In addition, the ipg becomes hot after approx one hour of charging. A new charging system was issued to the pt. The pt was also provided with the MFR recommendations to avoid heat while charging. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.